Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle tear drop label was detached. This was discovered before use. The following information was provided by the initial reporter: tear drop was detached.

Manufacturer narrative:
H.6. Investigation summary: one open 30g x 5mm safety pen needle and three photos were returned from lot. No. 8319893, cat. No. 329705. Visual examination was carried out on the returned sample and photos and an open teardrop label was observed. Evidence of a teardrop label seal being applied on the sample was observed. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed on the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see h.10

Event description:
It was reported that bd autoshield¿ duo safety pen needle tear drop label was detached. This was discovered before use. The following information was provided by the initial reporter: tear drop was detached.